Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under sizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (unsuccessful fracture in crescentic shape) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the article 'percutaneous management of bioprosthetic mitral valve dehiscence with combined valve-in-valve replacement and paravalvular leak closure', the patient underwent a valve in valve procedure with a 29mm sapien 3 valve in a dehisced non-edwards surgical valve. The non-edwards valve was fractured with a 28-mm true balloon, but was unsuccessful resulting in rupturing 2 non-edwards balloons. This was done via trans-venous route with trans-septal puncture in the antegrade direction. Severe paravalvular regurgitation (pvl) persisted, so it was decided to implant an occluder to reduce the regurgitation and stabilize the valve. Since the defect was crescentic in shape, the team was unable to place two devices in the pvl. The patient was discharged 1 week later in stable condition with plans to reassess the mitral regurgitation and redo the surgical valve replacement in 6 months if regurgitation remains significant. The etiology of the valvular dehiscence with the non-edwards valve was thought to be related to prior endocarditis from ongoing drug use.